Manufacturer narrative:
(B)(4). On (B)(6) 2014, the patient was recovered from this peritonitis event (previously not reported), the same day the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Treatment was not reported. The cause of the peritonitis was unknown. It was reported dianeal therapies were ongoing. At the time of this report the patient remained hospitalized and the outcome of this peritonitis event was not reported. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Pt age: the patient was born on an unspecified date in 1961. It was reported the patient was of (B)(6) heritage. The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient (B)(4).